Event description:
It was reported that a pump had been plugged in and began operating, but the screen was broken, appearing black and unreadable, and the touchscreen was non-functional. There was no reported impact on the customer's blood glucose level. The device was set to be returned, and a replacement pump was provided.